Event description:
A maxillofacial surgical procedure utilizing vsp systems products was canceled due to a reported surgical splint fit concern after incisions were made, preventing the surgeon from proceeding with osteotomies. Digital reviews were unable to replicate the reported fit issue.